Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a shocking lead impedance greater than 125 ohms. No noise has been reported. No adverse patient symptoms were reported.